Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed occlusion alarms associated with high force. No occlusion alarms were duplicated during testing. The force sensor calibration reading was within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked. The pump case was removed and no evidence of moisture ingress was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that the pump repeatedly emitted occlusion alarms. The frequent occlusion alarms allegedly occurred with the use of more than one set of supplies. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.